Event description:
User called and reported that the pump on the bunnell life pulse high frequency ventilator (humidifer pump) wouldn't stop operating, and the humidifier cartridge did not fill. There was no harm or injury to the pt. Biomed technician reported that there was no pressure being delivered to the humidifier cartridge.